Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015 device evaluation: the pump has been returned and evaluated by product analysis on (b)(46) 2015 with the following findings: during investigation, the pump powered on to a visible display screen. The pump cover was opened and no defect was found with the display screen. The complaint of a blank display could not be duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.